Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient infusion. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used sample containing no solution in the reservoir. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of abnormality that could have caused the reported problem. A functional test was performed by filling the reservoir with water to its nominal volume. After fill, flow was readily observed at the luer at the specified flow rates of 2 ml/hr, 3 ml/hr, and 5 ml/hr. Flow continued without stopping. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.